Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, uterine bleeding, irregular menstruation, menorrhagia, female sterilization, device intolerance, ovarian cyst and cyst removal. Previously administered products included for an unreported indication: motrin, ortho tri-cyclen lo, xanax and cytotec. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and hypersensitivity ("severe allergic reaction"). The patient was treated with surgery (bilateral salpingectomy, removal of essure, diagnostic hysteroscopy, hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and uterine haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2012 (discrepancy noted per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: events heavy bleeding, severe allergic reaction were added. Reporter, rcc note was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included nickel sensitivity, uterine bleeding, irregular menstruation, menorrhagia, sterilization, device intolerance, ovarian cyst and cyst removal. Previously administered products included for an unreported indication: motrin, ortho tri-cyclen lo, xanax and cytotec. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, removal of essure, diagnostic hysteroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included nickel sensitivity, uterine bleeding, irregular menstruation, menorrhagia, female sterilization, device intolerance, ovarian cyst and cyst removal. Previously administered products included for an unreported indication: motrin, ortho tri-cyclen lo, xanax and cytotec. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, removal of essure, diagnostic hysteroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.